Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not alarming. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. Customer stated that they got a low blood sugar on screen but insulin pump was not alarmed. Customer stated that this was second time that pump did not alarmed of the low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or hardware low level failures alarms in the formatted history noted during testing.